Manufacturer narrative:
No blood loss nor medical intervention was reported. A gambro tech evaluated the machine and found the prisma flex not recognizing any key strokes, worn pc104 cca and touch screen controller. The pc104, touch screen controller, heparin pump assy (as per customer request) were replaced. The heparin pump assy was calibrated and verified, the touch screen controller was calibrated. Ran prime periodic self test and simulated run, verified heparin pump function. The co is aware of this machine malfunction 'frozen screen' and is working on corrections.